Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Prior revision referred to above was reported via MDR 3005477969-2013-00223. Subsequent revision is to be reported via MDR 3005477969-2013-00225.